Event description:
It was reported by the mother of the customer that her son was hospitalized due to high blood glucose of 500 mg/dl. The report was made by the customer's mother since the customer is deaf. The cause of the hospitalization was bent cannula. The customer was wearing the insulin pump at the time of hospitalization. The hospital treated with fluids for dehydration. The caller stated that the customer has not been using the continuous glucose monitoring for approximately six weeks. The caller stated that at the time of the emergency room visit the customer could feel the insulin leaking and he could smell the insulin. The caller also stated that the transmitter was not communicating with the insulin pump and the sensor. The blood glucose reading at the time of the phone call was 188 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.